Event description:
The customer reported an erroneously low thyroid-stimulating hormone (tsh) result, below the normal reference interval, for one patient, involving access 2 immunoassay system. The customer received multiple failing system checks due to elevated washed means and percent coefficient of variation (cv). Upon re-analysis of patient samples, one erroneous result was discovered. Subsequent testing recovered a higher result, within the normal reference interval. The erroneous result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and replaced the peristaltic pump tubing. The fse performed a routine system check which passed within system specifications. The unit conformed to the manufacturer's published performance specifications. (B)(4).